Event description:
Pt went to or for laparoscopic tubal ligation, removal of intrauterine device and opera procedure in 1999. During the procedure, 2 out of 3 resectoscopes were unable to lock the scope in place and the catch broke. Because of the problems, the physician was unable to complete the surgery using the laparoscopic approach.